Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the probe tip broke, and it was collected from outside of the patient's body. The issue was found during a therapeutic pancreatitis procedure. The procedure was completed with a similar device. There were no reports of harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Additional information: b5, d9, h3, h4, and h6. A root cause could not be identified. Based on the results of the investigation, the definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented by following the instructions for use, which state: ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was supplied by the customer. What part of the patient's body did it fall into? There was already a crack before the first use, so it fell out of the patient's body, and I wiped it after using it 2-3 times. How was it retrieved? Retrieved from outside the body. There was no unplanned diagnostic imaging to locate the device or confirm it was removed. The name of the procedure was pancreatitis. There was no patient injury or harm due to the device malfunction.